Manufacturer narrative:
(B)(4). No definite root cause for the injury as sustained by the patient could be determined. The most likely root case is a combination of the technician not using any patient ventilation in combination with 8 consecutive scans with high sar values with-out pauses to allow for the patient body to cool down.product was not returned to the manufacturer, the customer has an agreement with a third party service organization which was unable to return the product to invivo.

Event description:
A female patient was positioned head first supine and scanned with the shoulder coil for an examination of the left shoulder. The patient stated she felt a tingling sensation at the top the left shoulder. After the examination a small bump was observed that developed into a 4cm size blister on top of the left shoulder.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.